Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that since getting the replacement instrument in (B)(6) 2014, it has not been possible to slip the sleeve over the persuader. This is also not possible with the second replacement sleeves. There was one surgery that was extended by thirty minutes due to this. This is report 6 of 7 for (B)(4).

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.